Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) would not boot-up. As a result, an alternate sys was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field svc rep (fsr) verified the reported complaint. The fsr checked all connections but could not find anything, so he replaced with a loaner ccm (serial number (B)(4)). The fsr tested the sys-1. The unit operated to MFR spec and was returned to clinical use. The suspect device was returned to the MFR for further eval.